Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial (h7) and to provide an update to (d9 and h4). Correction to the initial h6 as relabeling was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and it is likely the fiber broke occurred due to procedural factors. However, the root cause of the reportable malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 150 micron tfl single use fiber's laser fiber broke during a therapeutic renal lithotripsy. The malfunction occurred outside of the patient and burned the glove of the urologist. The procedure was completed by replacing the fiber. There were no reports of patient harm or injury. This report is related to linked patient identifier (B)(6).